Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. The clamp was found to have a rounded screw head which in turn caused the clamp to be difficult to use. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the clamp being used was damaged. There was no patient present when this issue was identified. There was no patient present when this issue was identified.